Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted (B)(4) regarding a low drain volume alarm that occurred on the home choice (hc) unit during drain. The hp stated there was an air bubble in the patient line. The technical service representative (tsr) assisted the hp with troubleshooting to resolve the alarm; the alarm was not able to be resolved. The tsr advised the hp to end therapy and start over with new supplies. (B)(4) contacted the hp regarding the reported problem. The hp stated that the issue was resolved; however, the cause of the air bubbles remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers.